Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report. See scanned page.

Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. Based upon the info provided, this case is being reported as a malfunction. The pt called alleging that the meter displayed an error 2 message when the test strip was inserted into the meter. Ccr was unable to resolve the issue and sent the pt a new meter. Pt requested meter to be sent to (B)(6), since he was there on vacation. The meter never arrived due to weather conditions. In the meantime, the pt had no way of testing and had to contact the paramedics due to the pt experiencing symptoms. No info on what the reading was on the paramedic's meter or if the pt was treated. Based upon the info provided at this time, this case is being reported as a malfunction.